Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8436500. Model: sc-8436-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced minimal pain relief. The patient underwent an explant procedure.